Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the distributor was checking incoming goods and found two screws in the packing. The correct quantity is one. There were no adverse consequences to the patient. This report is for a 1.5mm titanium (ti) cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: picture review: narrative (two items in unopened package) could be confirmed from provided picture. A blister including two cortex screw instead of one was returned for investigation. The blister was forwarded to the manufacturing site and was checked for conformance to the specifications. The review of the device history record revealed that this cortex screw was manufactured in march 2020 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. Based on the investigation results, this complaint is rated as confirmed and valid. The received depuy synthes bag contains two (2) screws and the seal of the bag is intact. In the manual packaging step, two screws were put in one bag. For this reason, the issue will be investigated through nc # jbl-nr-0004942. Further investigations and actions will also be documented under the j&j nonconformance #nr-0148264. Device history lot: part: 04.214.110 , lot: 47p9839 , manufacturing site: grenchen, release to warehouse date: march 13, 2020 . A manufacturing record evaluation was performed for the finished device part: 04.214.110, lot: 47p9839, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.